Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level ranging from 37-38 mg/dl; cause was not known. Reportedly, the customer became unconscious and had a seizure. During the seizure, the customer bit their tongue and hurt their knee. Intravenous fluids were administered by paramedics to address the bg. Customer was discharged from the hospital four hours later with the issue resolved and no permanent damage. System check with technical support confirmed the pump was functioning as intended. Reportedly, customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.